Event description:
Baxter reported an incident that had occurred at the facility with a colleague infusion pump. The pump was infusing levophed at unknown rate. Reportedly, the pump would not restart, after being stopped, during the levophed infusion. At this time, no additional details are available regarding the event date, rate and concentration of levophed, patient's demograpics, diagnosis and status, patient injury, medical intervention, and set up of the pump.